Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to urethral atrophy. The cuff was replaced and upsized from 3.5 cm to 4.0 cm. No information about the patient's outcome was provided. Additional information received. It was believed that the size of the previous cuff was correct at the time of regional surgery. During revision surgery, cuff was found to be too tight. The cuff was placed in the correct location. The patient also experienced recurring incontinence. The patient is expected to be fine.